Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests medication administration likely contributed to the event. Per event description, there was a challenge with the medical team administering fluids and with holding the diuretics post-operatively. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
As reported by the edwards lifesciences affiliate in romania, on post-operative day (pod) 5 there was a single leaflet device attachment (slda). Edwards received notification of a pascal procedure in tricuspid position where on post-operative day (pod) 5, an slda of the anterior tricuspid leaflet was detected through tee. Re-intervention was scheduled to be performed on pod 13 to stabilize the detached device.

Manufacturer narrative:
It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.